Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm - unknown timing, rewind anomaly, keypad/button unresponsive/button error, occluded, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-332a, mmt-397a, mmt-7911na. The customer reported a past insulin flow blocked alarm and louder rewind. The customer reported a keypad anomaly and/or stuck button alarm and a charging issue with the transmitter. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return was required for mmt-1880l. No product return was required for mmt-332a. No product return was required for mmt-397a. No product return was required for mmt-7911na.

Manufacturer narrative:
Thump software was utilized and uploaded trace/history files properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit rewound properly during testing. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No stuck key alarms or keypad anomaly noted during testing or recorded in the history files. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review no delivery was recorded on 04-mar-2024 at 21:07:00 hour during priming and 06-mar-2024 at 11:55:38 hour during bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: scratched case and stained keypad overlay. In conclusion, customer concern for rewind, insulin flow blocked alarm and keypad anomaly were not confirmed during testing. Unit was tested successfully. No unexpected or constant insulin flow block/no delivery alarms noted. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.